Event description:
It was reported the patient was not happy with their visual results and wasn't seeing well after intraocular lens implant. When lens was removed and replaced one month post operative, physician noted the lens was not sitting well in the eye and one of the haptics was distorted.

Manufacturer narrative:
The intraocular lens was received and confirmed to have a distorted haptic. While we are not able to definitively determine the source of this damage, our observation of this damage reasonably suggests it is not manufacturing related and most likely occurred during implantation. The iol met all manufacturing specifications prior to release.